Event description:
As reported by the user facility: over infusion. Ref # 8713050u, serial # (B)(4), 1 item, reported (B)(6) 2013. Reports issue occurred this week. Infusing gemzar. Set infusion to infuse in half of an hour. Infusion took 1 and one half hours to infuse. Set used is (B)(4). Customer did not save set. Reports no unexpected alarms during infusion. Customer concerned as this drug infusing slower rate could cause increase risk for toxicity. Customer did not know drug volume, only time expected is 30 minutes. Reports general set up is saline on primary line as flush and drug administered through secondary line. Customer did not have any more details for this pump. Reference MFR report # 9610825-2013-00348.